Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a decreased estimated longevity was observed due to a display anomaly. The physician elected to monitor the patient at follow-up. The patient experienced no consequences.